Manufacturer narrative:
Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable as the device remains implanted. Telephone number: (B)(6). First/given name: not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was subluxation of an intraocular lens (iol) in the patient's left eye 6 years after implantation. An explant and exchange for an anterior chamber iol is planned. Through follow up it was learned that the visual acuity with correction was 0.5: spherical equivalent -0.25 cylinder -0.50 26°. No further information was provided.